Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged for pump replacement, provided instructions for storage mode and returning malfunctioning pump within 10 days, confirmed that customer would reprogram pump settings and reconnect cgm on replacement pump, and planned to send replacement after pump serial number was linked to the customer¿s record.